Event description:
Same case as MDR ID: 2134265-2015-02350 and 2134265-2015-02351. It was reported that a vessel dissection occurred. Access was obtained via the radial artery. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm balloon and then a guidezilla guide extension catheter was utilized to aid in delivering a 3.50x16mm promus premier stent. The stent was successfully deployed; however, the physician noted a possible distal edge dissection beyond the stent. It was decided to place a 3.0x16mm promus premier stent to cover the dissection flap; however, upon attempting to advance the stent delivery system (sds), the physician noted some resistance at the proximal portion of the previously placed stent. When attempting to remove the sds from the guidezilla, the physician felt further resistance and under angiography it was discovered that the stent had separated from the stent delivery balloon. The dislodged stent was located at the tip of the guidezilla and the sds had been withdrawn into the guidezilla. The physician was able to advance a balloon catheter through the dislodged stent, partially inflate the balloon and remove the stent from the vessel, withdrawing it through the radial artery. When the guidezilla was removed, the physician noted that the distal tip of the device was partially ¿involuted¿. The dissection was treated and the procedure was completed. No additional patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specification. Microscopic examination presented no damage or irregularities in the collar/proximal shaft weld. Microscopic examination revealed damage to the tip. The drug eluting stent delivery system (des) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar and advanced through the shaft with slight resistance, but sds device could advance and withdraw in the guidezilla device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02350 and 2134265-2015-02351. It was reported that a vessel dissection occurred. Access was obtained via the radial artery. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm balloon and then a guidezilla guide extension catheter was utilized to aid in delivering a 3.50x16mm promus premier stent. The stent was successfully deployed; however, the physician noted a possible distal edge dissection beyond the stent. It was decided to place a 3.0x16mm promus premier stent to cover the dissection flap; however, upon attempting to advance the stent delivery system (sds), the physician noted some resistance at the proximal portion of the previously placed stent. When attempting to remove the sds from the guidezilla, the physician felt further resistance and under angiography it was discovered that the stent had separated from the stent delivery balloon. The dislodged stent was located at the tip of the guidezilla and the sds had been withdrawn into the guidezilla. The physician was able to advance a balloon catheter through the dislodged stent, partially inflate the balloon and remove the stent from the vessel, withdrawing it through the radial artery. When the guidezilla was removed, the physician noted that the distal tip of the device was partially "involuted". The dissection was treated and the procedure was completed. No additional patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4).